Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator (epg) was connected to the patient and the switch was turned on; however, a pacing spike was not found. The patient cable had a conductor fracture. No patient complications have been reported as a result of this event.